Manufacturer narrative:
Device analysis report attached. This report is submitted on may 15, 2024.

Event description:
Per the clinic, the patient experienced swelling and skin necrosis at the implant site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.